Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the probe would not turn off while inside the patient.

Manufacturer narrative:
Alleged failure: the probe would not turn off while inside of the patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the probe have leak which permitted water to ingress into handle where the electrical components are causing a short circuit. User accidentally submerges device in saline, inadequate gluing operations. Excessive force applied when used, stuck button. A defective or shorted probe output or there is a serfas energy console hardware failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the probe would not turn off while inside the patient.